Event description:
Pump alarm 20 was reported, which occurred during pumping. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge with technical support assistance but encountered a recurring cartridge alarm. Technical support decided to replace the pump and confirmed the shipping address. Customer was instructed on using an alternate form of insulin delivery and how to place the pump into storage mode before returning it. The return process was acknowledged, and the replacement was arranged.